Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the procedure? Unknown. When was the procedure? Unknown. Who was the surgeon? Is the device available to be returned for evaluation? Yes. Were there any patient consequences as a result of this issue? What was the issue with this device? Did the top jaw break off of the device? Did the top jaw fall into the patient? Was the top jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Additional information: no patient consequences reported.

Event description:
It was reported that during an unknown procedure there was a "g2 sealer" jaw broke in patient. The end of the device that goes up and down fell off. No additional information available.

Manufacturer narrative:
(B)(4). Batch # l92d9d. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.